Manufacturer narrative:
07/24/06 initial report sent to the FDA.

Event description:
Reportedly, the device did not function correctly, due to clips being stuck within the device, resulting in bleeding at the application site. Procedure type: unk. Patient sex: unk.